Event description:
The following journal article from 2002 was reviewed: article citation: deaton, david h., makaroun, michel s., fairman, ronald m., (2002). Endoleak: predictive value for aneurysm growth at 3 years. Annals of vascular surgery, 13:1, 37-42. This article reviewed the clinical data from pts enrolled in a clinical study for a unibody, bifurcated ancure endovascular graft from 1995 to 1998 at medical center. There were 80 pts reviewed for this case study however only 21 exhibited product performance issues.

Manufacturer narrative:
The product performance issues reported in the case study were: there were 15 pts who exhibited endoleaks within the first six months of implant. There were 6 pts who exhibited endoleaks after the first year. There were 3 pts who exhibited an increase in the size of the aneurysm sac. All endoleaks observed were either type I or type ii. There were no type iii or type IV endoleaks reported. As part of our investigation, attempts to obtain specific details from the author regarding the ancure devices and any associated complications were unsuccessful. We are filing an MDR at this time since we cannot definitively refute the possible involvement of the ancure device nor confirm these events have been previously reported.